Manufacturer narrative:
This report is related to the following patient identifier: (B)(6). E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) procedure, the disposable distal attachment cracked vertically and fell off the gastrointestinal videoscope during insertion. The device fell off into the stomach and was retrieved with forceps. The procedure was completed with a replacement device. There were no reports of patient harm. Additional information was received from the customer. The customer stated they did not use tape to wrap and secure the product to the distal end of the endoscope. The product was wiped down after using lubricant. There was no possibility of vaseline or other lubricants adhering to the product.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, g1, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.